Event description:
The customer contacted stryker to report that their device did not detect patient through pads. In this state the device may not be able to deliver defibrillation therapy if needed. The patient involved in the reported event is deceased; however, the customer advised stryker that the device use did not contribute to the outcome of the patient.

Manufacturer narrative:
The customer received a replacement device. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device did not detect patient through pads. In this state the device may not be able to deliver defibrillation therapy if needed. The patient involved in the reported event is deceased; however, the customer advised stryker that the device use did not contribute to the outcome of the patient.

Manufacturer narrative:
Stryker evaluated the customer¿s device at the product analysis center (pac) by a pac technician and the device logs were evaluated by a software engineer. The reported issue was not able to be verified and was not able to be duplicated. The cause of the reported issue could not be established. The device was archived by stryker.